Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient presented with following pre-op diagnosis: painful degenerative disk disease with recurrent disk herniation l4-l5, l5-s1. Postlaminectomy instability l4-l5 and l5-s1. Patient underwent following procedures: anterior lumbar decompression necessitating partial, corpectomy l4. Anterior lumbar decompression necessitating partial corpectomy l5. Anterior lumbar decompression necessitating partial corpectomy s1. Revision decompression with foraminotomy and diskectomy l4-l5. Revision decompression with foraminotomy and diskectomy l5-s1. Anterior lumbar interbody fusion l4-l5. Anterior lumbar interbody fusion l5-s1. Insertion of interbody cage l4-l5. Insertion of interbody cage l5-s1. Allograft bone. Anterior lumbar plating. Image intensification. Patient underwent a fusion surgery using rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.